Manufacturer narrative:
Investigation summary, bd received two photos for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® sst¿, the rubber stopper was not removed from the tube when removing the cap. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® sst¿, the rubber stopper was not removed from the tube when removing the cap., no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Additional information: d4. Medical device expiration date: unknown. H4. Device manufacture date: unknown.

Event description:
It was reported that when using one (1) bd vacutainer® sst¿, the rubber stopper was not removed from the tube when removing the cap. No adverse impact was reported regarding the patient or user.